Manufacturer narrative:
Preliminary analysis revealed an irregular lead tightening mark on the ventricular set-screw which indicates that the reported event is most probably attributable to a lead-pacemaker connection issue at ventricular level. Analysis confirmed that the connection system conformed to established specifications.

Event description:
Reportedly, on (B)(6) 2018, the pacemaker did not pace at implantation after connection with the (non-sorin) lead. Another pacemaker was implanted instead and connected to the same lead without any issue. The subject pacemaker will be returned for analysis.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, on (B)(6) 2018, the pacemaker did not pace at implantation after connection with the (non-sorin) lead. Another pacemaker was implanted instead and connected to the same lead without any issue. The subject pacemaker will be returned for analysis.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, on (B)(6) 2018, the pacemaker did not pace at implantation after connection with the (non-sorin) lead. Another pacemaker was implanted instead and connected to the same lead without any issue. The subject pacemaker will be returned for analysis.